Event description:
It was reported that the user experienced a hypoglycemic event with a lowest recorded blood glucose of 45, while using the ilet, with the cause assessed as unclear and device reports appearing normal around the time of the event. Symptoms included sweating, diarrhea, vomiting, and lightheadedness. Outcomes included the need for prompt carbohydrate administration. Investigation included review of device data and trend reports. Investigation of this case revealed that device performance appeared within expected parameters and the system corrected blood glucose on subsequent days around the same time, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.